Event description:
Reportable based on analysis approved on 02/27/07. It was reported that during a stenting treatment procedure in the left internal carotid artery, the stent would not cross the lesion. The physician approached the lesion from the right femoral artery and pre-dilated the lesion with a 3.0 x 20 mm balloon. He attempted to advance the stent to the lesion, but was not successful. The physician removed the device and the procedure was not completed. There were no reported pt complications and the current pt condition is reported as "stable." No additional info is available regarding this event.

Manufacturer narrative:
The stent was fully mounted onto the device and the t-body was fully retracted. A break was noted in the outer sheath. The break in the outer sheath was located at 170mm proximal to its distal end. Product analysis confirmed that a break had occurred in the outer sheath at the monorail exit. Visual examination found that the inner was kinked between the broken sections of the outer sheath. The outer sheath breakage is consistent with a restriction occurring during the procedure. A review of the manufacturing record for batch # 8838703 shows that the device met its material, assembly and product specifications. Device analysis cannot conclusively determine the exact root cause of the outer sheath break.